Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, showing 35 units instead of an anticipated 70 units. There was no adverse impact to the customer's blood glucose level. Despite this discrepancy, the caller declined to load a new cartridge and opted to continue using the current cartridge, planning to follow up if necessary.